Manufacturer narrative:
Patient weight unavailable. Device lot number and expiration date unavailable. Device manufacture date unavailable because lot number is unavailable.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) lead due to non function. A right ventricular (rv) lead was present within the patient's body but was not targeted for extraction. It was reported that the patient had severe superior vena cava (svc) stenosis prior to the procedure. A spectranetics lead locking device (lld) was inserted within the ra lead to provide traction to aid in the leads extraction. Using a spectranetics 14f glidelight laser sheath, the physician attempted to extract the ra lead. However, during use of the glidelight device, the patient's blood pressure dropped. Rescue efforts began immediately, including rescue balloon and sternotomy. A tear at the svc/ra junction (immediately above this area and posterior) was discovered. Repair of the tear was successful and the patient survived the procedure. According to further information from the philips representative who was not present at the procedure, the ra lead was not removed and was abandoned within the patient. It is unknown whether the lld which was present within the ra lead was also cut/capped and remained in the patient, so MDR #1721279-2021-00018 has been submitted conservatively as well, in the event the lld was abandoned within the ra lead. The patient was reportedly left with svc syndrome and subsequently had a stent placed. There was no alleged malfunction of any spectranetics devices in use during the procedure.